Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's sensor glucose reading was 55 mg/dl but her blood glucose level was 98 mg/dl. The sensor and blood glucose reading was not within an acceptable range. Under the over tape the customer's skin was irritated. The device was not returned.